Manufacturer narrative:
It was reported that the relief valve (pressure equalization valve) of the vhk reservoir could not be closed. The failure was reported as the relief valve was not closed however the received picture from customer shows that the damaged / torn off relief valve of vhk reservoir. Also, it was stated that the relief valve was torn off when user tried to remove it. Therefore, the product was changed by customer. No harm to any person has been reported. More information was received from getinge representative as follow: there was a testimony from the hospital that a hand-push was made on the relief valve during visual controls. However, there is not more information about it. It appears that the relief valve was torn off when customer tried to remove it after it stopped closing. The relief valve stopped closing during use. No further information is available. Sample investigation could not be performed since the product was discarded by customer. However, a photograph was provided by customer which shows the damaged / torn off relief valve of vhk reservoir. Based on this, failure could be confirmed but not product related. Further, according to the device description of vhk adult reservoir, the pressure relief valve is installed for secure handling and it does not allow a negative pressure exceeding - 250 mbar and positive pressure exceeding + 33 mbar. The valve is actually closed and cannot be removed. The production history record (DHR) of the affected bo-vkmo 71000 with lot# 3000211589 was reviewed. According to the DHR result, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The review of the non-conformities has been performed. It does not show any non-conformity in regards to the batch number of affected raw material of relief valve of vhk adult reservoir, kombinationsventil (batch # 20-9207418). Also, the incoming inspection report of the affected component kombinationsventil / relief valve (batch # 20-9207418) was reviewed. The kombinationsventil / relief valve was checked visually for particle, crack, pressure mark, streak, sink, dirt, scratch, burr and black spot. Also, measured for diameter and length. Mounting and function testing was also performed during incoming inspection controls. All tests were passed as per specifications. The risk is mitigated with instruction for use (IFU) warnings. IFU g-159, v08, page 11 ¿safety instructions for the reservoir¿: the pressure equalization valve must not be closed in order to avoid overpressure in the reservoir. Based on the received information and investigation result, the most probable root cause has been found as user failure. The user tried to open relief valve of vhk reservoir however this valve cannot be opened nor closed during treatment. The customer will be informed by getinge representative about the investigation results. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the relief valve (pressure equalization valve) of the vhk reservoir could not be closed. The failure was detected during treatment and the relief valve was torn off when customer tried to open it. Therefore, the product was changed by customer. No harm to any person was reported.complaint #(B)(4).